Event description:
Saline breast implants caused autoimmune issues, gastrointestinal symptoms, chronic fatigue, pain, nausea, anxiety, insomnia, skin problems, migraines, heavy menstruation. FDA safety report ID #(B)(4).